Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed, there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to an obstruction of flow include, but are not limited to under insertion, clogged marker port/ lumen, or improper insertion angle. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that this was a venous closure of the right common femoral vein using the pre-close technique via a 7f sheath hole prior to an ablation procedure. Reportedly, initially, when the prostyle was introduced into the vein there was good backflow from marker lumen. After negative pressure was applied outside the vessel, no air was drawn in through the marker lumen. The device was removed and reflushed; however, with the same result after insertion. The device was removed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 17f, and the ablation procedure was completed. Hemostasis was achieved with the two pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.